Event description:
It was reported that "after inserting swg (spring wire guide) to a patient, the physician felt difficult when removing swg". Additional information was requested, but not received at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after inserting swg (spring wire guide) to a patient, the physician felt difficult when removing swg". Additional information was requested, but not receivd at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one opened ra kit for analysis. Signs of use were observed inside the catheterization device. Visual analysis revealed that the guide wire was completely advanced through the needle cannula. To observe the guide wire, the cannula was advanced off the assembly. Visual analysis revealed that the guide wire was kinked directly adjacent to the needle bevel. Two offset coils were also observed. During functional testing, a large amount of clear adhesive residue was observed inside the needle cannula. This in combination with the observed kinking is indicative of damage that resulted from resistance when the user attempted to pass it though the needle cannula. It was also observed that the catheter body was partially advanced. It was noted that the needle bevel was protruding from the catheter wall. The catheter tip also appeared to be crimped/folded. The damage to the catheter likely occurred due to the kinking on the guide wire. When advancing the catheter off the cannula, it became separated at the location where the needle bevel protruded from the catheter wall. The kink in the guide wire measured 25mm from the distal weld. The offset coils measured 13mm and 24mm from the distal weld. The guide wire length from the orange handle to the distal tip measured 4 9/16" which is within the specification limits of 4 7/16"-4 11/16" per the swg with handle product drawing. The guide wire outer diameter measured .385mm which is within the specification limits of .381mm-.404mm per the guide wire. To take the necessary dimensions for cannula, the guide wire was retracted back through the cannula. This resulted in the guide wire to become separated. The needle cannula outer diameter measured .0251" which is within the specification limits of .0250"-.0255" per the cannula product drawing. The cannula inner diameter measured .017" which is within the specification limits of .0165"-.0180" per the cannula product drawing. Once the guide wire was removed from the assembly, a lab inventory guide wire with a diameter of .015" was inserted through the returned cannula. Minor resistance was encountered; however, the guide wire was able to still pass through the cannula. A clear, white substance was observed exiting out of the cannula when passing the guide wire. This substance is consistent with the adhesive residue used during the assembly process. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.